Manufacturer narrative:
One certain abutment screw (iunihg) was not returned for investigation. As a result, visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. The screw was located at dental position 18 and was implanted for an unknown amount of time. No other pre-existing patient conditions or device information were noted in the complaint file and no per was available for review. No x-rays or pictures were provided for the loosening event. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure that product is within specifications. A complaint history review by item number was conducted for the screw (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw loosening) or for the reported device (iunihg). Therefore, since the product was not returned and no pictorial evidence was provided, malfunction of the device and the reported event cannot be verified. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device lot number: not provided. Initial reporter email address, fax number: not provided. Device not returned.

Event description:
It was reported a loosened abutment screw (iunihg) at site location 18. No injury to the patient has been reported.